Manufacturer narrative:
(B)(4). Investigation summary: no samples were received from the customer for evaluation. Manifold samples from the process at the time of this investigation were reviewed and no problems related with this issue were observed. The device history record for the lot reported was evaluated for any issues related to this customer report. The product was manufactured, inspected and released in accordance with internal procedures and no issues were observed. (B)(4). The root cause has not yet been determined; CAPA (B)(4) was initiated to address the potential causes for this problem and to complete the failure investigation with corrective actions implementation. A material change is being studied in order to consider using a resin with more resistance to solvents. In addition, quality assurance personnel have been made aware of this report. Carefusion 2200 inc. Post-market surveillance was historically managed by cardinal health via a transitional service agreement from september 1, 2009, through july 1, 2011, since carefusion officially spun off from cardinal health as of september 1, 2009. A retrospective review of all complaints during this timeframe was conducted by the new carefusion customer advocacy clinical team in accordance with internal standard operating procedures and it was determined that this event necessitates submission as a medical device reportable (MDR) in accordance with 21 code of federal regulation (cfr) part 803.

Event description:
Customer states numerous cracked wyes on patient circuit causing injury to the patient. The facility's respiratory supervisor provided the following corrected information: the ventilator was alarming 100% leak, but that there was no patient issue reported. However, he did state it could have been an issue since they were almost to the point of re-intubating the infant when the crack was found. So no patient issue, but he did state he is not certain if they had to re-intubate other infants in the past because of the cracked wye.